Event description:
An endurant stent graft system was attempted to be implanted in a patient for the endovascular treatment of a 72.9x68.9 mm abdominal aortic aneurysm , a 12.5x11.8 mm left common iliac artery and a 20.8x20.4 mm right common iliac. The left access vessel was 12.5x11.8 mm and at the left bifurcation it was 16.1x14.9 mm. The minimum diameter of the right external iliac was 7.5 mm and the left was 5.0mm. It was reported that the delivery system failed to deploy the stent graft. The relevant device was not implanted in the patient. It was removed from the patient's body. Other endurant devices were implanted and the procedure was completed successfully. There was no adverse event to the patient in this case. No clinical sequelae were reported and the patient is fine. The physician commented that the endurant was chosen and deployment was attempted. Even though the external slider of the delivery system was rotated the device was unable to be deployed and the stent graft moved downward with outer sheath (graft cover). The cause and the reason for this case are unknown. It was the case of an infected patient so the delivery system was discarded at the facility.

Manufacturer narrative:
(B)(4).